Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer reported receiving a sensor scan result of "lo" (reading <40 mg/dl) compared to a reading of 265 mg/dl obtained on the built-in reader. Results of 39 mg/dl and 265 mg/dl, when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the meter is designed to display readings of 40 mg/dl to 500 mg/dl. This meter does not show a numeric value less than 40 mg/dl. A blood glucose reading below 40 mg/dl will read as a "lo" in the adc meter. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer reported receiving a sensor scan result of "lo" (reading <40 mg/dl) compared to a reading of 265 mg/dl obtained on the built-in reader. Results of 39 mg/dl and 265 mg/dl, when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Therefore the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer reported receiving a sensor scan result of "lo" (reading <40 mg/dl) compared to a reading of 265 mg/dl obtained on the built-in reader. Results of 39 mg/dl and 265 mg/dl, when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.